Manufacturer narrative:
The insulin pump had unresponsive escape and act buttons due to a flattened dome switch. The keypad connector was inspected and no anomaly was noted. The functional testing could not be completed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose had been running high. The customer treated with boluses, but the blood glucose did not lower. The blood glucose at the time of the call was 600 mg/dl. The customer treated with manual injection. The drive support cap appeared normal and recessed. The insulin did exit with a manual prime and the customer found no air bubbles or leaks. The customer reported that the site was not sore or irritated and upon removing the infusion set, reported that the cannula was straight. The time and date and bolus and basal settings were correct. The bolus history displayed all entries based on the customers recollection. The insulin pump failed the high pressure test the first time, and passed the second time. The customer also reported that the buttons were hard to press. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.